Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, serial# unknown, product type: unknown; product ID: 39286-65, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 08-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's intensity changed based on the position of their head. Patient stated this started happening right away since day one from the beginning. Patient reported that they told him it could do that because of where the leads were but it has never worked since then. Patient reported he was currently working with a surgeon to switch out for a compatible MRI. No symptoms reported. No further complications were reported/anticipated.